Event description:
It was reported that an 20mm amplatzer amulet left atrial appendage occluder was implanted on (B)(6) 2022. The patient's condition prior to implant was noted as stable. It was noted that there was difficulty with implanting the amulet occluder, it was noted there was multiple manipulations. During the procedure, the patient experienced a brief st elevation which resolved spontaneously. The following day on (B)(6) 2022, the patient collapsed and passed away. The family refused an an autopsy therefore the cause of death could not be provided

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of difficulty implanting the device and patient death was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.